Event description:
It was reported that patient underwent a right knee revision approximately seven weeks post-implantation due to infection. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00313, 0001822565-2024-00314, 0001822565-2024-00315, 0001822565-2024-00316, 0001822565-2024-00317, 0001822565-2024-00318, 0001822565-2024-00319, 0001822565-2024-00320, 0001822565-2024-00321, 0001822565-2024-00322, and 0001822565-2024-00323. D10 medical devices: tibial central cone size large catalog#: 42545000513 lot#: 64987481; stem extension tapered cemented 14 mm diameter +75 mm length catalog#: 42560007514 lot#: 66165938; tibia fixed cemented right size e catalog#: 42542007102 lot#: 66165640 stem extension tapered cemented 14 mm diameter +75 mm length catalog#: 42560007514 lot#: 66165938; tibial augment cemented half block right lateral size ef 5 mm thickness catalog#: 42555805205; lot#: 65834643; femur cemented plus right size 7+ catalog#: 42504606212 lot#: 65667293; femoral central cone size large catalog#: 42545001013 lot#: 64910592 femoral distal augment cemented size 7, 7+ 10 mm thickness catalog#: 42556606210 lot#: 65263598 femoral distal augment cemented size 7, 7+ 5 mm thickness catalog#: 42556606205 lot#: 65943112 articular surface fixed bearing (cck) right 18 mm catalog#: 42522800718 lot#: 64639053. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.